Manufacturer narrative:
Technician unable to lower head section using emergency CPR pedal. Instructed him to verify linkage to CPR valve was connected properly. Confirmation received that the cotter pin was disconnected. Reconnected to resolve this issue. Bed is back in service.

Event description:
Complaint received alleged facility was unable to lower the head section of this bed using the emergency CPR pedal. No injury alleged.